Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the programmer head was returned and analysis determined that the reported telemetry failure was caused by the radio frequency (rf) programmer head, that it would not interrogate and failed most functional tests. The rf head cable was replaced, and the programmer head passed all final functional and systems tests. Concomitant products: product ID 2090 programmer; product ID 229047 software analyzer. (B)(4).

Manufacturer narrative:
Further review prompted a change in the device analysis results.

Event description:
The programmer head was returned along with the programmer and subsequently tested out of specification during manufacturer's analysis. No patient complications were reported as a result of this event.